Manufacturer narrative:
A complete lead was returned in one piece with a stylet inserted. The reported event for the inability for helix retraction was confirmed. Visual inspection of the lead found the extended helix clogged with blood, but the helix could retract and extend after cleansing. No anomaly was found for conductor fractures or internal shorts. The reported event of non-capture was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, no capture at max output was noted. When the load was visualized under fluoroscopy, it was noted that the lead was pulled back significantly to the basal area of the right ventricle. The physician attempted to retract the helix but was unsuccessful. The lead was explanted and replaced. The patient¿s condition was stable before and after the procedure.